Manufacturer narrative:
((B)(4)) a review of the complaint device history records indicated that the graft was processed and inspected according to established tests and procedures and no anomaly was found. ((B)(4)) no conclusion can be drawn since the product remained implanted. However, the event root cause is highly probably due to a human error. Therefore, a non conformance report has been initiated.

Event description:
It was reported that on (B)(6) 2017, during a vascular surgery, after suturing the proximal portion and declamping the graft, a small pin hole at the bifurcation of the graft was noticed, causing some weeping. The physician took a 5.0 prolene suture and repaired the hole, the graft remained implanted. The surgery was completed without any adverse consequence for the patient.